Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched lcd window, cracked display window corners and battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump was not functioning properly, and the insulin squirted out during the manual prime process. The caller mentioned that the device also alarmed and was stuck in the prime loop. Troubleshooting was performed, and no damage to the drive support cap note. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.